Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with pacemaker (pm) leads. A triclip xtw was inserted and successfully deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted. However, while achieving straddling and positioning the clip delivery system (cds), the clip became entangled with one of the pacemaker (pm) leads. Troubleshooting was performed to remove the clip from the pm leads but was not successful. Therefore, another access site was obtained, an abbott agilis steerable catheter was then inserted and advanced to bend the lead. The clip was then removed from the patient. While outside the patient, the clip was examined and it was found to be functional. A new clip was then inserted and successfully deployed on the tricuspid valve, reducing tr with a grade of 1. There was no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with pacemaker (pm) leads. A triclip xtw was inserted and successfully deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted. However, while achieving straddling and positioning the clip delivery system (cds), the clip became entangled with one of the pacemaker (pm) leads. Troubleshooting was performed to remove the clip from the pm leads but was not successful. Therefore, another access site was obtained, an abbott agilis steerable catheter was then inserted and advanced to bend the lead. The clip was then removed from the patient. While outside the patient, the clip was examined and it was found to be functional. A new clip was then inserted and successfully deployed on the tricuspid valve, reducing tr with a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure appears to be related to procedural factors. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1212.